Event description:
It was reported that the fiber cap detached; unk if inside the pt. The procedure was continued with a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap is detached. The fiber is broken distal to fusion zone. The distal end of glass cap has not been returned with the product. The metal cap shows severe char and detritus. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The fiber/cap condition would result in forward firing. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.